Event description:
A malfunction was reported in the tandem source pump, identified by the malfunction code 199. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump, and the malfunction did not recur after the reset. Technical support advised the customer to continue using the pump and call back if any malfunction code recurred. The customer understood and acknowledged these instructions.